Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: manufacturing location: supplier ¿ mark two engineering / inspected and packaged by: (B)(4); release to warehouse date: september 29, 2020; expiration date: september 1, 2030; part number: 03.404.020s, 12.0mm reamer head for ria 2-sterile; lot number: 71p4470 (sterile). Production order traveler met all inspection acceptance criteria. Packaging label log (pll) lmd was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 03.404.m020, ria 2 reamer head 12.0mm; lot number: 7009005; lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Certificate of compliance was reviewed and determined to be conforming. Certification for heat treat was reviewed and determined to be conforming. Certificate of compliance was reviewed and determined to be conforming. Raw material certification was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Visual inspection: reamer head f/ria 2 ø12 (part# 03.404.020s, lot#71p4470, qty# 1) was returned and received at us customer quality (cq). Upon visual inspection at cq, it is observed that the retaining clip was broken from the reamer head, but the broken fragments were not returned, and no other issues were identified however the embedded condition cannot be confirmed since x rays were not provided. Device failure / defect identified? Yes. Dimensional inspection: dimensional inspection of the received device was not performed at cq due to post manufacturing damage. Document/specification review: reamer head ria. No design issues or discrepancies were found during this investigation. Complaint confirmed? Yes. Investigation conclusion: the complaint is being confirmed for reamer head f/ria 2 ø12 (part# 03.404.020s, lot#71p4470, qty# 1). Due to the trend with the broken ria 2 reamer heads identified during post market surveillance, the CAPA was raised to determine the root cause of broken head breakages. Additionally, the product issue escalation was initiated to define any further action related to the breakage. No new malfunctions were observed during this investigation that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
.Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021, during an unknown procedure, the retaining clips broke off on two drill heads. The ria harvesting was then discontinued. The surgeon was unable to complete the removal, and eight metal fragments remained in the femoral medullary cavity. No further information was provided. Concomitant devices reported: (part# unknown, lot# unknown, qty unknown) unk - reamers: reamer head. This report is for one (1) 12.0mm reamer head-sterile for reamer/irrigator/aspirator. This is report 2 of 2 for (B)(4).